Event description:
It was reported that the patient had an infection at the site of their implantable neurostimulator (ins). The patient stated that the infection was now cleared up. If additional information is received, a follow-up report will be sent. See manufacturer¿s report #3004209178-2015-05195 for patient¿s lead revision issue.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).